Manufacturer narrative:
The system was evaluated at the site. The reported issue was not able to be duplicated by medtronic personnel. The system was fully functional and the system checkout showed no anomalies. Registration technique resulted in reported behavior. No impact on patient outcome reported.

Event description:
A site representative reported that the surgeon was inaccurate during a cranial case while navigating with the system after performing a pointmerge registration with the treon system. The surgeon opted to re-register the patient using tracer and was able to proceed with case using the navigation system. There was no impact to the patient.